Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this report: d10, g4, g7, h2, h6, h2, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: a report from the field that during an intracranial stent implantation procedure, the 4mm x 23mm enterprise 2 (encr402312/11136684) stent detached from its delivery wire when the stent was at the far end of the prowler select plus (unknown product code & lot) microcatheter. The physician pushed the delivery wire, but the stent did not move. The stent was stuck in the microcatheter and had detached from the delivery wire. The enterprise and prowler select plus were removed as a unit and replaced with devices from same product code. No patient complications occurred as a result of the event; however, cerebral target position was lost. Select imaging was provided. One non-sterile unit enterprise2 4mmx23mm was received inside of a pouch. The received device was visually inspected, the stent was returned deployed. No damages were observed on the introducer and the delivery wire. The functional analysis could not be performed due the stent was returned deployed for analysis. It is necessary that the stent is still inside of the introducer tube to perform the functional analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 11136684. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported by the customer ¿stent - deployment difficulty-premature/in microcatheter hub¿ was not able to confirm. The functional analysis could not be performed, the stent was returned deployed. Premature stent deployment in microcatheter is a known potential complication associated with the use of the enterprise 2 vascular reconstruction device in the intracranial arteries. With the information provided it is not possible to determine an exact cause for the reported event but there are procedural and/or vessel/lesion characteristics that may have been contributing factors. Of note, the enterprise 2 is intended for use with occlusive devices in the treatment of intracranial aneurysms. The complaint states that the intended procedure was intracranial stent implantation, but it is not clear if the enterprise was being used to treat an occlusion or an aneurysm. The file will be re-reviewed if additional information is provided at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated that there were no surgical delays due to the event. Adequate flush was maintained through the devices. No other information is available. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are. The complaint and the accompanying fluor images were reviewed by the independent physician. The one image demonstrates the stent within the catheter with the delivery system in proper position, there is only one marker band on this catheter (distal marker band). The second image is simply a microcatheter super-selective injection on the vasculature. The complaint states that the physician pushed the delivery wire and the stent did not move. This stent is designed to be unsheathed, not pushed out of the microcatheter, which is very different from braided stents and flow diverters. There is vasospasm present in the vessel distal to the catheter and the vessel appears small. This may or may not have contributed to the deliverability issue. Overall, there is not enough information provided to make a conclusion as to what occurred, and whether there is a device issue or a technical issue with how the physician attempted to deliver the device." Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 11136684. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
A report from the field, during an intracranial stent implantation procedure, the 4mm x 23mm enterprise 2 (encr402312/11136684) stent detached from its delivery wire when the stent was at the far end of the prowler select plus (unknown product code & lot) microcatheter. The physician pushed the delivery wire, but the stent did not move. The stent was stuck in the microcatheter and had detached from the delivery wire. The enterprise and prowler select plus were removed as a unit and replaced with devices from same product code. No patient complications occurred as a result of the event; however, cerebral target position was lost. Select imaging was provided.